Event description:
Used the icy hot medicated patch product for 3-4 hours. When removed product from the skin was left with a skin irritation -2nd degree burn- that required additional medical intervention. Dates of use: 2007. Diagnosis or reason for use: sore muscles.